Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was failed to detect on bus and required maintenance. The field service engineer (fse) had found multiple issues. The solenoid had been loose, possibly due to a stripped screw, and the latch sensor had been loose and had not clipped into the latch catch. Additionally, there had been no lights on the drawer board and pyxis bus controller. The fse had resolved the issue by replacing the drawer, controller, pixie bus controller latch, catch latch sensor and inseparable. After reattaching the solenoid with new screws, disassembling the row boards, and cleaning the drawer, the fse had tested the system in the hardware test application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es drawer was detected off bus and required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.